Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, crease sharp opening on anterior, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening and a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade IV. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade IV. The device has been explanted.